Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after the implant procedure, the device measured high pacing impedance on the right ventricular port and impedance greater than 3000 ohms, and non-physiologic noise was occurring. The device set screw was confirmed to be loose so the pocket was reopened, the lead reinserted in the device header, and the set screw tightened; this resolved the issues. The device remains in use. No patient complications have been reported as a result of this event.